Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with urethral atrophy. The cuff was removed, and other components retained. There were no additional patient complications reported.